Event description:
Rptr encountered a potentially life-threatening problem while using a newly-acquired transport monitor for the first time during pt transport. A 73-yr-old pt was in the or following completion of mitral and aortic valve replacements. The pulse oximeter and ECG modules were moved from the or's monitor and inserted into the transport monitor. The waveforms displayed on the monitor were uniform at a rate of 80 which appeared to be reasonable since the heart was being externally paced. However, when the arterial pressure module was transferred to the transport monitor, the waveform looked too uniform and the digital pressure display never varied from 120/70. Rptr's suspicion was confirmed when elevating the transducer above the pt did not affect the arterial pressure display. After confirming the presence of a pulse by palpation, close inspection of the fine print on the transport monitor's screen revealed the words "demo" mode, and they realized that all of the waveforms and data on the entire screen were simulated! Brief attempts to turn off the "demo" mode failed because a password is needed both to enter and to leave the simulation mode. They quickly restored monitoring to the main or monitor and a different type of transport monitor was obtained for the transport. Fortunately, the pt's vital signs had not changed significantly during this episode, and no harm came to the pt. Further research revealed that the hosp biomedical engineer had used the internal password to place the monitor into the simulation mode for testing, but had neglected to return it to normal pt monitoring mode before certifying it as fit for clinical use. Anesthesiologist should be aware of this novel form of monitoring "failure." Obviously, there were human failures involved in this incident, but improved equipment design could have helped prevent rptr's pt from being exposed to the risk of not being monitored. Specifically, rptr believes it is inappropriate for a password to be needed to exit from an internal simulation mode. Rptr also recommends that mfrs make "demo mode" messages much more obvious whenever a monitor is in a simulation mode by changing its size, color, and/or brightness, and by having it flash. A high state of vigilance is warranted, particularly around the time of pt transport.